Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) the alert appears on the home screen as battery maintenance required bays 1 and 2.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The complaint was created in error, there was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel 2249723-2025-0001829 in your database.

Event description:
The event is not reportable as there was no fault with the device and it was just the message the device displays to check the batteries.